Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No numbers were ramping. The device had minor scratched display window, cracked display window corner, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's insulin pump has an unresponsive keypad. Patient's blood glucose level is 81mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.